Manufacturer narrative:
Product ID: 3387s-40, lot# v042082, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v045101, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that a patient had ¿very strange¿ impedances the week prior to the report. The reporter stated that the patient was getting therapy and his symptoms would increase if therapy was turned off. It was reported that the patient appeared asymptomatic when seen by a healthcare provider (hcp). It was noted that the impedances were run at a default setting as usual on the right side and all were 690 ohms and the current was less than 15 amps. The reporter stated that when therapy impedance was tested, there was a message that it would not be done because "electrodes were off and they were disconnected." It was reported that the patient had a fall two weeks prior to the report and hit his head really hard. It was noted that the clinician programmer showed question marks in the therapy measurement section when the therapy impedance measurement information was accessed on the day of the report, several days after the measurements were taken with the patient. No electrode impedances were seen in the print-out from the clinician programmer.